Event description:
On 14 april 2025, senseonics was made aware of an incident where user reported of receiving throat surgery at the hospital.

Manufacturer narrative:
The user reported receiving throat surgery at the hospital. User is now back home and is doing fine.this adverse event was not related to the use of eversense continuous glucose monitoring system.

Manufacturer narrative:
B4. Date of this report 30 may 2025. G3. Date received by the manufacturer? 30 may 2025. H6. Health effect - clinical code updated to 4581.